Event description:
The rosen wire broke off inside the patient. Additional information has been requested (08/05 and 08/25/2014); however, as of this date, no additional information has been provided. No information has been provided regarding patient outcome.

Manufacturer narrative:
(B)(4). Event is still under investigation.

Manufacturer narrative:
No product was returned to assist in the investigation. During investigation, a review of complaint history, quality control (qc) specifications and manufacturing instructions (mi) was conducted. The wire guide is inspected 100% for securement of both distal and proximal weld connections. Length and diameters are also inspected. There are adequate controls in place to ensure the product is manufactured as intended. We are unable to determine with certainty how this incident may have occurred; however, in the past, this type of device failure has generally been associated with the wire guide being damaged by withdrawal and/or manipulated through the needle or other instrument. No additional mitigation activities will be required at this time. Based on the risk assessment conducted, no further risk reduction activities are necessary at this time.

Event description:
The rosen wire broke off inside the pt. Although requested, no add'l info was provided regarding event or pt outcome.